Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative could not reproduce the reported problem. The service representative downloaded the system error logs which showed a low milliamp and a low kilo-volt reading, calibrated the generator, and cleaned and re-greased the candlesticks. The system tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a system error message. No patient injury was reported.